Event description:
It was reported that the blood delivery through the fluid warmer went smoothly for about 12-15 protocol days, but then the fluid warmer started encountering trouble at the level 1 h-31b air detector/clamp stage of the fluid warming process. The blood would get backed up at the air detector clamp and if they didn't quickly turn off the level 1 fast flow fluid warmer, this portion of the administration set tubing would eventually ¿pop" from the pressure, and spray blood everywhere. No pre-existing conditions in the study animals used. No concomitant product used other than analgesic and anesthetic drugs. Study dates where issues occurred. No, medical intervention was required. There was no patient involvement and no patient harm/adverse event reported. Additional occurrence dates documented on (B)(4).

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.